Manufacturer narrative:
Approximately 16 inches of the external portion/distal end of the driveline was returned for evaluation. Damage to the silicone jacket was observed approximately 3 and 12 inches from the metal connector. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and revealed shield breakdown 2.5 and 11.5 inches from the metal connector. Breaches in the insulation were noted on both the yellow and orange wires 2.5 inches from the metal connector, exposing the inner conductors. Additionally, the conductors on the orange wire were partially fractured. The observed wire damage on both wires appeared to be the result of fatigue failure due to repetitive flexing. The breach on the yellow wire additionally appeared consistent with abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange and yellow wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed the driveline disconnected and pump stoppage events captured in the submitted log file. The system also had the potential for a phase-to-phase short, during which an interruption in pump function could occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 2 months. The patient remains ongoing with the device however, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller history interrogation revealed multiple pump stoppages and a driveline disconnect alarm. The patient denied disconnecting the driveline from their system controller. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer's technical services representative revealed multiple pump stoppages starting on (B)(6) 2017 that only appear to have occurred while the vad was connected to the power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. No further issues were reported.